Event description:
Pt was revised to address infection.

Manufacturer narrative:
The devices associated with this report were not returned. It is stated in the initial product investigation request, it was not suspected that the devices contributed to the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. The newly provided information (histology/pathology reports) was reviewed. The investigation confirmed patient infection. The investigation was unable to draw any conclusions about the root cause of the infection. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.